Event description:
Reporter indicated a vns patient experienced an increase in seizures. The patient underwent generator for reported end of service. A battery life calculation performed using available settings indicated that the device is not likely at eos. Good faith attempts to obtain additional information has been unsuccessful to date.